Event description:
Customer reportedly received results of 11.0 mmol/l, 7.3 mmol/l, 5.9 mmol/l, and 6.2 mmol/l within 5 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).